Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging that the display was dim. The reporter also indicated that he had vision issues. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.